Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported the patient needed an MRI of the abdomen. The patient indicated the ins does not work and has not worked for months. The patient said there was no stimulation at all and the patient wanted the ins removed. No further complications were reported/anticipated.